Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. During support the impella was pulled out of the left ventricle by the nurse accidentally. The device was replaced with another impella. It was later reported that the procedural outcome is patient expired.

Manufacturer narrative:
Investigation summary no product was returned. Device in wrong position (positioning issue): the cause of the positioning issue was determined to be an unintentional use error as the pump was pulled out of position by the cath lab nurse accidentally. Device history lot device lot: 1939789. Device history batch subcomponent lot: n/a. Device history review ==> device (sn: (B)(6) passed all post sterile inspection checks.